Event description:
Two attempts were made to restart IV with two different 22 gauge IV catheters and neither one would penetrate the skin. The sheath over the needle was too close to the tip to allow ease of penetration, causing pain and discomfort to the pt.